Event description:
Had breast implants (saline) inserted in 4/97. Had irritable bowel problems beginning in 11/97. Skin/muscle burning began in 10/98. Had implants removed in 10/98, and problems have yet to be corrected. Have had innumberable tests (magnetic resonance imaging, gastroenterological tests, blood tests) to determine problem, and have yet to be diagnosed. Have also had headaches, swollen lymph glands, night sweats, diarrhea, pin prick sensations. Implants are very dangerous, and should be taken off the market place!